Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump had moisture damage on lcd board, cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 245 mg/dl. The customer stated that she jumped into the pool and forgot she had the pump on. The customer reported fluid under the lcd display. The customer stated that there are no cracks on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.